Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 5 photos submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample photos. Analysis of the sample photos showed that the iodine packet within the packaging had burst and was leaking. Bd determined that the cause of the failure was not related to our manufacturing process, since the iodine packets are from a supplier. Actions have been taken to notify the supplier of the failure mode. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd IV start pak¿ experienced leakage. The following information was provided by the initial reporter: 1bx (25ea) found having leakage upon delivery to customer.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd IV start pak¿ experienced leakage. The following information was provided by the initial reporter: 1bx (25ea) found having leakage upon delivery to customer.